Event description:
During service of the unit, a won't cycle condition with all leds and constant single tone alarm was found. Replaced integrated circuit u24 on the logic board to correct the failure mode.